Manufacturer narrative:
Initial medwatch submitted to the FDA on 15/mar/2022. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal" as follows: "the physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: the device has not been returned for analysis. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af04389.

Event description:
Patient symptoms - vomiting and blue urine. Balloon was removed successfully.

Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 12/may/2022. Additional information: a device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af04389. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 05/apr/2022. A deflated balloon was returned with blue coloration. The fill tube was not returned. A sample fill tube was used to test the device and during the air leak test, the shell slowly deflated due to a small slit. Under microscopic analysis, the slit has jagged edges with is consistent with a surgical instrument for removal purposes. The balloon was inflated a second time and the slit on the shell was covered. Then the balloon was submerged in water and there were bubbles visible from the slit valve. The valve was removed from the shell for visual inspection and there is a possible gash present on the valve. This gash more than likely caused the valve to leak. The complaint has been verified as during functional evaluation the valve was producing bubbles.